Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in the united states reported that a non reproducible positive sars-cov-2 result was generated while using cobas sars-cov-2 & influenza a/b test for use on the cobas liat system. The sample was retested immediately on cepheid and later another liat and generated negative results. The sample was collected using a nasopharyngeal swab using remel m4/3ml (lot 102092, expiration date 29nov2021). The negative results were reported to the clinician and/or patient. No harm was alleged.

Manufacturer narrative:
This run has strong amplification and no indications of any abnormalities in the pcr curves which would suggest a false positive result. No data is provided for the repeat on another liat instrument and no information on how the sample was stored before the repeat on that instrument the following day after collection. It is possible that sample handling affected the integrity of the sample when run the next day causing a discrepancy. According to the scfa method sheet, "specimens collected in transport media (utm or uvt, m4, m4rt, m5 and m6) may be stored up to 4 hours at room temperature or up to 72 hours at 2-8c if immediate testing is not possible." It is unknown if the sample repeated the following day met these storage requirements. As no additional information was available, no further investigation was conducted. An investigation was performed and indicated that the allegation was not observed during reagent investigation and did not detect a reagent lot issue. (B)(4).